Event description:
Patient reported left side rupture. The patient underwent a capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. And missing shell assessed as inconclusive. Additional observations: red particles observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
The patient underwent a capsulectomy. The device has been explanted and replaced.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Explant date: explant date was provided before the date of surgery , with no proof of explant the device status remains implanted. Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: no observe openings. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.